Event description:
It was reported that catheter issue occurred. The patient presented for an upper extremity fistula gram. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified upper extremity cephalic vein. An opticross peripheral imaging catheter was introduced for intravascular ultrasound examination of the target lesion. Difficulty advancing over the wire was encountered and eventually the decision was made to remove the catheter and start over. When the catheter was pulled back, it got stuck on the venous side of the fistula and it was noticed that the catheter was completely off the wire. Fluoroscopy was started which revealed that the catheter tip had a broken off in the lower arm cephalic vein and was hanging on the wire. An 8fr sheath was used to try and cover the device but it was unsuccessful, so the device was snared and completely removed. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. Microscopic inspection revealed that the guidewire exit port and tip were torn. Functional test could not be performed due to the condition in which the device returned.

Event description:
It was reported that catheter issue occurred. The patient presented for an upper extremity fistula gram. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified upper extremity cephalic vein. An opticross peripheral imaging catheter was introduced for intravascular ultrasound examination of the target lesion. Difficulty advancing over the wire was encountered and eventually the decision was made to remove the catheter and start over. When the catheter was pulled back, it got stuck on the venous side of the fistula and it was noticed that the catheter was completely off the wire. Fluoroscopy was started which revealed that the catheter tip had a broken off in the lower arm cephalic vein and was hanging on the wire. An 8fr sheath was used to try and cover the device but it was unsuccessful, so the device was snared and completely removed. The procedure was completed with a different device. There were no patient complications.